Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that a one year old baby was newly diagnosed with diabetes. Caller stated that the baby was put on the insulin pump. Caller stated that the customer does not have an account since the insulin pump was a loaner from the hospital. Nothing further was reported.